Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the suture construct returned was frayed and broken. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via email that an ar-3638 fibertak black and white repair sutures got stuck about 2cm after the finger trap. Surgeon did not want the anchor to pull out of implantation site therefore a new product was used to complete the case. After receiving additional information on 11/22/2021, arthrex employee confirm that this occurred during a dislocation procedure. The repair sutures were damaged while being fixed and after removing them from inside the patient, surgeon used an ar-3638 fibertak but lot number is unknown. The repair sutures were damaged wile being fixed. Additional information received 11/24/2021, the anchor was removed from inside the patient.